Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. The actual defective device is a valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: details of complaint (reported issue): "during riluximab infusion, line continually beeping to air. Line flicked, sensor cleaned. Line elevated above pump after pump. Line cleansed with caviwipe. Also changed line to another pump. Nursing back to pump 20 plus times to trouble shoot. End of appointment delayed due to issues, patient experience negatively affected." No injury reported.

Manufacturer narrative:
This follow- up MDR is being submitted to update section h6 f codes to 4642 and 4604.